Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated that the patient thought the sensor wire had detached and been retained in his abdomen but neither of them could see it. On (B)(6) 2019, he went to urgent care and the nurse there was able to pull it out. The site was infected, with a significant amount of pus present. The retained wire occurred the day the sensor had been inserted. At the time of the report the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.